Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they've had problems with charging the controller. They explained that they started charging the controller at 40%, where it showed recharging, but the battery level for the controller hasn't moved past 40% in 24 hours. The patient states that they had already taken the li-battery pack out, but hasn't been able to resolve the issue. They also reported that the controller displays the ins battery as 90%, and the 90% has not gone down. It was confirmed on the call that the ins was currently off, but reported they turned the ins off 20 minutes ago while troubleshooting, but was able to turn the ins back on. The patient said their stimulation was on group b, and confirmed the ac power supply cord was not damaged and the green light was lit. They confirmed these issues started monday where they had a "bad jolt" from the stimulation that caused a spasm that hit them in their neck. No patient symptoms reported. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient received 2 letters (from the manufacturer) to fill out concerning the shocking that the patient had in neck with her unit that had been resolved as far as the unit went. The pain was manageable. However, because of her disability, patient had a hard time getting this form completed and mailed back. No further complications were reported.